Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 482 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using syringes. Customer reported they have contacted their hospital care practitioner regarding the high blood glucose. Customer does not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.